Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The lot number of the device was not identified, but there were no irregularities in the manufacturing records for the past 6 month from the date of event. Based on the past similar cases, it is considered that reported white silicon means the ptfe pad of the device. And, it is known that the ptfe pad is peeled when an user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). It is also known that short circuit error occur since a ptfe pad on the jaw is worn, and consequently the probe contact with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during a procedure of vascular surgery. It was reported that white silicon came off from the tip. And it was also reported that short circuit error occurred. There were no fragment which fell off inside the patient. The procedure was continued with another thunderbeat device. There was no patient harm reported. No further information was reported.